Manufacturer narrative:
The conclusions are as follows: time has jumped suddenly one hour backward due to an extremely rare case of hardware issue (coin battery led to incorrect bios time, leading to a big time jump backward). Since the software received data from the past, it was not able to manage them. The chance that this issue occurs again is very low. This complaint is recorded for trending purposes.

Event description:
During the implantation of 2 energya vr the smarttoch had a screen freeze at the moment when the user ended the session. The egm freezed and some buttons on the right side were greyed out. Although it was possible to enter some menues but with no further interaction. The user had to remove the battery to restart the smarttouch. This happended twice with two different icds.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During the implantation of 2 energya vr the smarttoch had a screen freeze at the moment when the user ended the session. The egm freezed and some buttons on the right side were greyed out. Although it was possible to enter some menues but with no further interaction. The user had to remove the battery to restart the smarttouch. This happended twice with two different icds.